Manufacturer narrative:
Follow-up #1: date of submission 19-dec-2017 - device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: during investigation, a review of the black box found no power reboot events in the pump¿s history. No evidence of moisture was observed behind display lens. A leak test failed due to a crack in the battery compartment starting at the threads to the left side of the grip pad down to the seal. The pump was opened, no moisture was found. The battery cap was able to fit for testing. The pump exercised for 24 hours with no loss of power occurring. The power complaint was not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.